Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that externalized conductors were also observed via fluoroscopy. The lead was capped.

Event description:
It was reported that the patient had multiple episodes of non-sustained lead noise due to far-p wave oversensing. No other electrical anomalies were noted. Programming changes were recommended. Patient to be monitored.